Manufacturer narrative:
Correction: the patient identifier was entered incorrectly. The following field has been updated: patient identifier: (B)(6).

Event description:
It was reported that the non-patient end needle of the bd ultra fine¿ pen needle was bent and didn't allow insulin to flow through. Additionally, it was reported that the consumer has "limited eye sight" and did not prime the needle as a result. The following information was provided by the initial reporter: "spouse of consumer reported that the pen needles were bent at non patient end. Consumer noticed it after attempting to inject and the insulin would not come through the needle. Spouse stated that the consumer has limited eye sight so he does not prime the needle, does not re-use."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the non-patient end needle of the bd ultra fine¿ pen needle was bent and didn't allow insulin to flow through. Additionally, it was reported that the consumer has "limited eye sight" and did not prime the needle as a result. The following information was provided by the initial reporter: "spouse of consumer reported that the pen needles were bent at non patient end. Consumer noticed it after attempting to inject and the insulin would not come through the needle. Spouse stated that the consumer has limited eye sight so he does not prime the needle, does not re-use."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle of the bd ultra fine¿ pen needle was bent and didn't allow insulin to flow through. Additionally, it was reported that the consumer has "limited eye sight" and did not prime the needle as a result. The following information was provided by the initial reporter: "spouse of consumer reported that the pen needles were bent at non patient end. Consumer noticed it after attempting to inject and the insulin would not come through the needle. Spouse stated that the consumer has limited eye sight so he does not prime the needle, does not re-use."